Event description:
Customer reported that the collimator was not working properly due to the iris shutter not opening fully. This might lead to loss of imaging.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.